Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said they recently had a pacemaker change out and that their implantable pulse generator (ipg) was not reporting progress as it should. There is no information on the status of the device. No patient complications have been reported as a result of this event.